Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the svc call. The reported issue is currently under investigation.

Event description:
The customer reported that the sys had a communication error and would shut down. No pt injury was reported.